Event description:
The physician used the device successfully through 2 insertions. On the 3rd insertion with the turbohawk the device appeared to separated when pulling it back out. The physician snared the tip of the turbohawk, placed a new wire, ballooned and stented the lesion. Evaluation of the returned device on (B)(6) 2015 found that the distal assembly nosecone was detached from the device. The guidewire tubing showed a tear through the entire length of the guidewire lumen.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. (B)(4).

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.